Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.